Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to seeing the bacteria filter turning yellow. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.. The manufacturer previously received information alleged to seeing the bacteria filter turning yellow related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device and found dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath, suggesting a source external to the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 16 error codes on first start up and no errors on second start up and and has considered irrelevant for the purpose of this investigation.,. The manufacturer concludes there was presence of dust/dirt contamination in the airpath. Section h6 were updated in this report.